Manufacturer narrative:
Method: sample is not available. Results: without the actual product, an analysis cannot be conducted. Conclusions: if additional information pertinent to this event becomes available, I-flow will submit a follow-up report. I-flow provides "warnings" on its dfu which states the following: remove catheter as soon as infusion is complete to reduce risk of infection and difficulty removing catheter.

Event description:
Drug/diluent: bupivacaine 0.5%. Fill volume: 400 ml. Flow rate: 4 ml/hr. Procedure: bilateral reduction mammoplasty. Cathplace: subq- tunneled, left right upper abdomen. Dr. (B)(6) reported pain and redness on patient resulting in cellulitis. Patient was treated with antibiotics and cellulitis was reported to be resolving. The pump was filled in the pharmacy. The infusion began on (B)(6) 2011 and ended in (B)(6) 2011. The pump was empty at the time of disconnect for at least 24 hours but not more than 48 hours. (B)(4), silver soaker. Date of event: (B)(6), 2011.